Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product noted no abnormalities. One partially applied dlu was received preloaded on the device. The articulation and rotation knob functioned properly. The instrument and single use loading unit (sulu) were applied to the appropriate test media. The remaining five tacks deployed and seated properly in the appropriate test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the devices were able to fire, but staples did not close completely and hold on tissue. Another reload was used to complete the case. There was no patient injury.